Event description:
It was reported that upon interrogation, the atrial lead exhibited intermittent under sensing. The lead was reprogrammed. The patient was in good condition after the reprogramming.

Manufacturer narrative:
(B)(4).